Event description:
This is a spontaneous consumer report with supplemental information by a nurse from (B)(6) of peritonitis in a male patient (age not reported) coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the consumer reported the following. On (B)(6) 2011, the patient was admitted to the hospital for a leg amputation (reason and date of procedure not reported) and developed peritonitis while hospitalized. It was not reported if a peritoneal effluent culture was performed. Treatment not reported. Upon a follow-up call, the nurse reported the following. On (B)(6) 2011, the patient was hospitalized (reason not reported). Treatment not reported. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. The nurse reported that reason for hospitalization was unknown, but that it was unrelated to dianeal therapy. The nurse did not provide an opinion of causality for the event of peritonitis reported by the consumer. The nurse declined to provide additional information. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h11a10012, h10l15069) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.